Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 46 mg/dl at the time of incident. Customer also having the another relevant blood glucose values 70 mg/dl, 148 mg/dl. Customer stated that the auto mode was not automatically delivering the insulin at the time of low blood glucose event. Customer was declined the troubleshooting for the low blood glucose. Customer was treated with the gummy and juice. The device will be returned for analysis.